Event description:
It was reported that a user paused their pump for a shower, performed a supply change while disconnected, and insulin spilled when the tubing slipped off the connector after they misinterpreted the screw-in mechanism and attempted to push-lock the tubing, resulting in an incorrect supply change and loss of insulin with no alerts or alarms. Symptoms included no adverse clinical symptoms reported. Outcomes included no impact to health, no medical intervention, and no hospitalization. Investigation included user interview, troubleshooting, and education on correct infusion set and cartridge connection steps. Investigation of this case revealed user handling error during tubing-to-connector attachment that led to disconnection and insulin leakage, with no device malfunction identified. It was concluded, based on previously established findings for similar reports, that the cause was user error related to improper assembly.